Event description:
Dr performed 3 surgeries on pts using the gmd sling one right after another using a to-oi approach. Blue sleeves were cut; a clamp was carefully placed onto the sheath. Dr attempted to clear sheath by using a pulling motion; a large amount of pressure was exerted, and despite the fact that the sheath was not removing from the mesh. Dr double checked that both the mesh and the sheath were not clamped together, it was confirmed that was not the case. Significant pressure was once again used by the dr and eventually the clear sheath did remove from the mesh and implant was successful in all 3 cases. During the pt's post op checkup, it was discovered that 2 of the 3 pts implanted (with difficulty removing the sheath from the mesh) had experienced urinary retention. The physician determined at this point she would follow them for now and see if the problem resolved itself. On the 2nd post op visit, both pts were still in retention and the physician elected to adjust the implanted slings on both pts. When the 2 pts returned for a 3rd post op visit and their condition had still not improved (now 9 days post op), the physician elected to remove both pts' gmd slings.

Manufacturer narrative:
Eval: no device malfunction during procedure. Device functioned according to specification.